Event description:
When the catheter was connected to the cable, it was determined the distal end was not working. Troubleshooting was unsuccessful. The catheter was removed, and a new catheter was used. The new catheter worked properly. No injury to the patient.